Event description:
It was reported that while the 840 ventilator was in use on a patient, the safety valve opened. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while the pb840 ventilator was in use on a patient, the safety valve opened. The service personnel (sp) inspected the ventilator and found that the unit generated background diagnostic code indicating expiratory pressure autozero offset failure, confirming the reported issue as the system response to this code would be loss of ventilation. Sp reseated exhalation valve, exhalation valve cables and connections, and recalibrated exhalation valve. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. Reseating exhalation valve, exhalation valve cables and connections, and recalibration of exhalation valve did resolve the reported issue; however, it could not be determined how this issue occurred. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.